Event description:
It was reported that the pump was filled with lioresal 2000 mcg/ml of drug when it should have been 500 mcg/ml. The hcp realized the error an hour after refill, and the pt returned to the clinic for the drug change out within five hours of refill. The pt did not have an adverse reaction to the higher concentration of drug.